Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped functioning. The customer was able to access the touchscreen when the pump was plugged into a power source. The customer's blood glucose level was high 400s mg/dl. The customer administered a manual injection to address elevated blood glucose. The customer reported that manual injections would continue to be used for alternate insulin therapy.